Event description:
The customer reported the video system center is unable to display image. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
After inspection, it was found that there was dirt on the connector and the fault was eliminated after cleaning. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h4, h6 and h10. Based on the results of the legal manufacturer's investigation, it was determined that the presence of contamination on the video jacket was likely a factor to the phenomenon of ¿no picture¿. Contamination was identified on the device's jacket. After cleaning, the failure was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[5.3 connection of an endoscope]: before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.¿ olympus will continue to monitor field performance for this device.